Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing threshold. Additionally, this lead caused the patient to experience intermittent diaphragmatic stimulation. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing threshold. Additionally, this lead caused the patient to experienced intermittent diaphragmatic stimulation. This lead was out of service and replaced. No additional adverse patient effects were reported.